Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 421 mg/dl. The customer had symptoms such as customer does not feel good and treated with manual injection. Customer's blood glucose value was 421 mg/dl at the time of the call. Customer reported that the high blood glucose levels began the morning prior to call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. High pressure test was performed and received a motor error alarm. During the motor error troubleshooting, customer reported that they were able to complete the rewind process and the insulin pump was not exposed to high magnetic fields. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked battery tube threads and loose drive support disk.